Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyd0045 showed one other similar product complaints from this lot number.

Event description:
(B)(6) 2014 - it was reported that the guidewire sheared through the catheter.